Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test and self test. However, the insulin pump failed the sleep current measurement due to moisture damage to electronic assembly noted during visual inspection. The insulin pump was received with a cracked case (battery tube). No rewind or delivery anomaly noted.

Event description:
Information received by medtronic indicated that the insulin pump was changing battery more frequently. Insulin pump had no delivery alarm. Insulin pump had rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.